Event description:
It was reported that while using the bd phoenix panel nmic-306 that there was a performance issue. The following information was provided by the initial reporter: customer problem: customer reports overcalled cpo on 449292 lot 3010495. Customer location (country): us. Steps taken with customer/troubleshooting: established complaint; phoenix called cro class b carbapenemase producer for the proteus mirabilis isolate. Mcim performed on isolate as was negative. Next steps (if necessary): requesting additional details (questionnaire/reports/log/binary/etc). Resolution achieved (y/n)?: pending investigation. Quantity received and quantity affected: 1 isolate reported. Was this issue involving patient or nonpatient samples? Patient.

Manufacturer narrative:
H6. Investigation summary: this complaint is not confirmed. This complaint is for false positive cpo results with clinical samples when using phoenix panel nmic-306 (449292) batch number 3010495. The customer did not provide lab reports, panel returns or isolates for the investigation. To investigate, one retention panel of complaint batch 3010495 were inoculated with qc isolate proteus mirabilis a29906 and evaluated for cpo results. Next, one retention panel of complaint batch 3010495 were inoculated with qc isolate klebsiella pneumoniae 14780 and evaluated for cpo results. Last, one retention panel of complaint batch 3010495 were inoculated with qc isolate escherichia coli 18187 and evaluated for cpo results. The panel with p. Mirabilis returned the result as cpo class b negative, k. Pneumoniae returned as cpo class a positive, and e. Coli returned as cpo class b positive, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on complaint batch 3010495, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. H3 other text : see h10.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility. Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix panel nmic-306 that there was a performance issue. The following information was provided by the initial reporter: customer problem: customer reports overcalled cpo on 449292 lot 3010495. Customer location (country): us. Steps taken with customer/troubleshooting: established complaint; phoenix called cro class b carbapenemase producer for the proteus mirabilis isolate. Mcim performed on isolate as was negative. Next steps (if necessary): requesting additional details (questionnaire/reports/log/binary/etc) c resolution achieved (y/n)?: pending investigation. Quantity received and quantity affected: 1 isolate reported. Was this issue involving patient or nonpatient samples? Patient.